Manufacturer narrative:
Information contained in this report was previously submitted through asr on 17/jul/2013. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported "can feel the valve", "popped implant" and "completely flat" on left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening on the anterior, the plug strap is broken, a crease fold and wear abrasion. A microscopic analysis was performed which identified one sharp opening on the anterior (valve bond edge) and broken striated on the plug strap. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result was found to be that there was no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening. A striated broken on the plug strap due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported "popped implant" and "completely flat" on left side. The device has been explanted.